Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2017 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6) ubd: 29-mar-2020, UDI#: (B)(4) product ID: 8784, serial/lot #: (B)(6) ubd: 21-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable for non-malignant pain. The patient reported that she had a new catheter put in on (B)(6). Patient states last march put a new pump in and catheter did not work twice so put in a whole new one. Patient stated the catheter was in the wrong place as going downright leg and was going numb. Patient stated almost lost the feeling and would fall down. Patient stated the healthcare provider (hcp) removed bupivacaine. Patient stated moved the first time however that did not work so had to put in a whole new one. Patient stated thought maybe it was bending and not working and thought maybe there was a kink in the catheter. Patient stated was delivering medicine but medicine was going down wrong leg so that was why they took out catheter and put a whole new one in. The patient mentioned that her back was killing her for a few months.